Event description:
Information was received from a friend/family member regarding a patient, who was implanted with an implantable neurostimulator (ins). For gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call, was for the past couple of days the patient has not been able to connect to their ins. Patient said, they have had troubles connecting to their ins within the first month of implant. The patient kept receiving 'device not responding'. The caller said, that they tried to restart the handset and communicator multiple times. And they also tried to reposition the communicators vertically and horizontally. But they were still unable to connect to their implant. During the call, the caller repositioned the blue side of the handset over their skin, and the patient said that it hurts when they push against the implant. Patient services (pss) asked, if caller could feel implant? And they said yes. And they can also feel a squiggly thing, that they can tell is a different piece. Patient mentioned, that they have lost a lot of weight. The issue was not resolved through troubleshooting. Patient service specialist reviewed, the external equipment was functioning as intended and recommended, that the patient follow up with their healthcare provider to check the implanted system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.